Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was a crack found in a bd solomed¿ syringe during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: samples/ photos analysis: no image or sample was received. DHR review: due the lack of information it was not possible verify the batch records and the manufacturing date. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; qn review: it is not possible to evaluate due the lack of information. Maintenance review: it is not possible to evaluate due the lack of information. Investigation conclusion: not confirmed: bd was not able to confirm/ reproduce the incident in question as no images or samples were returned. However due the lack of right batch information and no sample or picture availability, it was not possible perform the DHR evaluation, quality notification and maintenance analysis thus it not possible confirm the root cause to the occurrence.